Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, auxiliary 2 and drawer 6 had damaged rails, as both rails were found to be shot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 enhanced full height cubie on the auxiliary had damaged rails. A field service engineer replaced the rails and replaced the old style inseparable to the new version. The customer then successfully recovered the failed drawer. The system functioned as intended after the field service engineer repaired the device.